Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays and/or operative notes were returned for review. Liner fracture could be due to (but not limited to) one or more of the following: patient's weight, patient's activity, component malalignment, head-neck impingement, or non-recommended head/liner/stem/shell combinations. The patient's height, weight, activity level, and age are unknown. The patient had a history of dislocation and it is possible liner fracture/damage occurred during reduction of the joint. Based on the available information, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2009 and revised nine months later. Intraoperatively, before the liner was removed, the physician noticed a crack in the superior medial portion of the liner. The patient had a history of discoloration.